Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Upon interrogation, it was found that the system exhibited low out of range shock impedance measurements, and patient maneuvers revealed some noisy signals. The physician made the decision to remotely monitor the patient and a system revision or replacement is not a part of the plan for now. Of note, the implanted right ventricular (rv) lead is a non-boston scientific product. The device remains in service and no adverse patient effects have been reported. Additional information was received. Technical services (ts) reviewed data from the device and confirmed that the shock impedance trend was showing repetitive low measurements below 20 ohms and indicated that a signal artifact monitoring (sam) was recorded, which caused the minute ventilation vector switched to ventricular lead. Further troubleshooting steps were provided, including commanded shock testing to assess the implanted non-boston scientific lead integrity. Additionally, ts explained the importance of evaluating the x-ray imaging to verify system placement and exclude any potential abnormality in lead and implantable device location. No adverse patient effects were reported. The device remains in service.